Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was corrosion on the computer / analog (ca) board, defibrillator board, jtag board, and sd card holder which damaged the low level ca ground. The cause of the inability to power on is the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.